Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device fails opcheck for the therapy delivery test, with an equipment disabled message & solid red cross. There was no patient involvement.